Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified.